Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose level was 187 mg/dl and then she dropped to blood glucose 33 mg/dl. The insulin pump had blank, sunday night she went to the emergency room for cold hands, thinking she was having a stroke. The customer current blood glucose level was 385 mg/dl. The customer was treated with juice. Customer stated that when she left the hospital monday night, her insulin pump screen was very cloudy. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed set.

Manufacturer narrative:
Retainer ring = clear. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871nches. History download was successful using thus and care link upload was successful. Device was programmed and monitored for 2 days. No blank display noted. Device had missing segments/partial display with bleeding lcd due to moisture ingress into the lcd. Using a test electrical board1, no missing segments/partial display or bleeding lcd glass noted. Moisture damage was also found on the electrical board 2, motor and force sensor. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, partially broken off retainer, cracked retainer and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
On july 27, 2021, customer reported going to the emergency room on (B)(6) 2021 at 5:30-6pm for cold hands, thinking she was having a stroke. Then, on (B)(6) 2021, while in the hospital, around 1am -2am her blood glucose was 187mg/dl, and then she dropped to a blood glucose of 33mg/dl while on the insulin pump. The nurse then disconnected her from the insulin pump. When she left the hospital monday night, her insulin pump screen was very cloudy. When she got home the screen was white. She put a new battery, and the screen turned all white. The insulin pump was completely blank. During troubleshooting, contacts on the battery cap was found to be missing or damaged.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged a partial display, blank display and was hospitalized for low blood glucoses. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871nches. History and trace download was successful using thus and carelink upload was successful. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No alarms or alerts noted during testing, however, two battery out limit alerts [jul 17, 2021 05:16], three low battery alerts [jul 22, 2021 11:00, 11:02, 11:24], two change battery fault alerts [jul 17, 2021 04:34], two off no power alerts [jul 17, 2021 05:05, 05:15] and a failed battery test alert [jul 22, 2021 10:59, 11:01, 11:23] were found in the history file near the even date. Device was programmed and monitored for 2 days. No blank display noted. Device had missing segments/partial display with bleeding lcd due to moisture ingress into the lcd. Using a test pbca1, no missing segments/partial display or bleeding lcd glass noted. Moisture damage was also found on the pcba2, motor and force sensor. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, partially broken off retainer, cracked retainer and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to verify customer alleged for low blood glucoses. Blank display was not confirmed. Partial display was confirmed due to bleeding lcd caused by moisture damage on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.